Event description:
The customer reported that the mp2 speaker has a malfunction message displayed and no sound was provided. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the mp2 speaker has a malfunction message displayed and no sound was provided. No patient harm was reported. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.